Manufacturer narrative:
Age at time of event: 18 years or older. Event date is not known. The aware date for this complaint was (B)(4) 2018. Therefore, a date of (B)(6) 2018 was entered in the required event date field, which indicates that the event occurred on an unknown day in october 2018.

Event description:
It was reported that a balloon burst occurred. The more than 50% stenosed target lesion was located in the superficial femoral artery. A 4.0mm x 100mm x 135 cm (4f) sterling balloon was used to dilate the target lesion and after some seconds at 3 atmospheres, the balloon burst. The balloon was deflated and removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was okay.

Manufacturer narrative:
Date of birth: year provided (B)(6). Date of event was estimated on the initial report, additional information received indicated the event date of (B)(6) 2018.

Event description:
It was reported that a balloon burst occurred. The more than 50% stenosed target lesion was located in the superficial femoral artery. A 4.0mm x 100mm x 135 cm (4f) sterling balloon was used to dilate the target lesion and after some seconds at 3 atmospheres, the balloon burst. The balloon was deflated and removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was okay. Device evaluated by MFR: returned device consisted of a maverick 2 balloon catheter. The balloon was loosely folded and there was blood in the balloon, inflation lumen and wire lumen. The tip, balloon, markerbands, inner/outer shaft and hypotube were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material that was 5 mm distal from the proximal markerband. Device analysis determined the condition of the returned device was consistent with the reported information. Functional testing was conducted by attaching an inflation device (filled with water) to the hub of the sterling catheter. When positive pressure was applied, fluid was found to be streaming from the balloon. The reported rupture was confirmed.

Manufacturer narrative:
Corrections made to device type identified within analysis results from maverick 2 to sterling otw. Corrections from adverse event related to procedure to adverse event related to patient condition. Date of birth: year provided 1927. Date of event was estimated on the initial report, additional information received indicated the event date of (B)(6) 2018.

Event description:
It was reported that a balloon burst occurred. The more than 50% stenosed target lesion was located in the superficial femoral artery. A 4.0mm x 100mm x 135 cm (4f) sterling balloon was used to dilate the target lesion and after some seconds at 3 atmospheres, the balloon burst. The balloon was deflated and removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was okay. Device evaluated by MFR: returned device consisted of a sterling otw balloon catheter. The balloon was loosely folded and there was blood in the balloon, inflation lumen and wire lumen. The tip, balloon, markerbands, inner/outer shaft and hypotube were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material that was 5 mm distal from the proximal markerband. Device analysis determined the condition of the returned device was consistent with the reported information. Functional testing was conducted by attaching an inflation device (filled with water) to the hub of the sterling catheter. When positive pressure was applied, fluid was found to be streaming from the balloon. The reported rupture was confirmed.